Manufacturer narrative:
B4:12may2021. The customer replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
B4: (B)(6) 2021. The touchscreen assembly was returned to the manufacturer for failure investigation. All electrical testing is within specification, however, verified and tested the returned touchscreen assembly has an unacceptable damage/scratch that contributed to an unresponsive touchscreen. Faults are found on this returned touchscreen.

Manufacturer narrative:
The device was not in clinical use, no patient or user harm was reported.

Event description:
The customer reported touchscreen is defective. The customer confirmed the touchscreen is inoperable, possibly due to an object striking the screen. The device was not in clinical use, no patient or user harm was reported.